Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation result: based on the information available, boston scientific concludes that the reported failure of the stent to deploy was confirmed. The control hub had detached from the outer sheath, preventing deployment of the stent. The reported event and observed damage were most likely associated with procedural factors encountered during the procedure, including lesion characteristics, device handling, and the technique used by the operator, any of which may have contributed to the device damage. Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual inspection confirmed that the stent remained fully covered and undeployed. The control hub was returned detached from the outer sheath. A dimensional assessment showed that the outer diameter of the delivery system was within specification. No additional damage was observed on the stent or the delivery system. Risk review: a review of the axios stent and electrocautery enhanced delivery system dfmea was completed and confirmed that the event of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, the most probable cause assigned is "adverse event related to procedure."

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastrically into the pancreas to facilitate drainage of a pseudocyst collection during a stent placement procedure performed on (B)(6) 2023. During the procedure, resistance was felt during the attempted cyst puncture, after which the delivery system suddenly advanced more rapidly than expected, accompanied by an audible snap. When the physician attempted to deploy the distal flange of the axios stent, the stent did not open. The device was removed from the patient fully covered by the outer sheath. The procedure was completed with another axios stent from a different lot number. Reportedly, post-procedure inspection revealed that the stent deployment hub had snapped. No patient complications were reported as a result of this event.